Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Following surgery for hernia repair, mesh was explanted due to recurrence. No infection was noted but a large inflammatory response was seen. Patient was tested for infection but none found.